Event description:
It was reported 'the patient has a unilumen PICC line in the right upper limb for the administration of treatment. During the disinfection of the catheter port, the port broke, and the blue safety clamp detached, the rest of the catheter remained intact, allowing the venoclysis equipment to be connected, and therapy was subsequently started'. The patient was fine and had no harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a finding was identified. A non-conformance was initiated for batch 13p22k0430 to address the issue of a damaged packaging container; however, as the device was not returned for analysis, it cannot be verified if this is the same issue being addressed in this complaint. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "do not use if package is damaged". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported 'the patient has a unilumen PICC line in the right upper limb for the administration of treatment. During the disinfection of the catheter port, the port broke, and the blue safety clamp detached, the rest of the catheter remained intact, allowing the venoclysis equipment to be connected, and therapy was subsequently started'. The patient was fine and had no harm or injury.